Event description:
This is a report of a patient who experienced a leak from their transfer set while performing peritoneal dialysis (pd) therapy. The patient did not shut their twist clamp (no additional details provided). There was patient involvement; however there was no patient injury, medical intervention, or adverse reaction indicated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4).the device was not available for evaluation. If additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported event was determined to be due to the patient not closing the transfer set all the way at the twist clamp causing the leak. The homechoice and homechoice pro apd systems patient at-home guide instructs the user that the transfer set should be closed when the patient was ending therapy and disconnecting. A review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.